Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a, product ID 9735665, ( (B)(6) ); implant date n/a; explant date n/a, product ID 961579, (221229); product type: 2543-mnav - system; implant date n/a; explant date n/a, product ID 961581, (070222); product type: 2543-mnav - system; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that appeared inaccurate in the software by 1mm medial during the procedure. The surgeon took the suretrak off the drill guide and used a hand powered awl to complete the procedure. The event was reported to have happened "a couple of weeks ago" from the notify date. There was no reported impact to patient outcome and no reported.

Event description:
Additional information was received, it was reported that all 3 instruments were inaccurate.

Manufacturer narrative:
H2, additional information) added to sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.